Event description:
The physician attempted to deploy a resolute integrity stent at severely calcified lesion at 1st diagonal with 90% stenosis <(>&<)> moderate tortuosity, but it was unable to cross the lesion. When he withdrew the stent, the stent stuck on the other stent which had been deployed previously at lad and shortened from 18mm to 8mm. The stent was withdrawn on the delivery system but it was displaced. No patient injury reported. The device was discarded at the hospital.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver and deformation), patient's condition affected effectiveness of device (lesion morphology), 90% stenosis and severe calcification. Related to another device (related to the previously deployed stent in the vessel). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology), 90% stenosis and severe calcification. Inherent risk of procedure (failure to deliver and deformation) related to another device (related to the previously deployed stent in the vessel). (B)(4).